Event description:
The reported issue involved occasionally unresponsive touchscreen, and a crack near the charging port on the backside of the pump. There was no adverse impact on the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.